Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal 500 mcg/ml at 85 mcg/day via an implantable pump. It was reported that a motor stall occurred. The hcp checked the logs and was advised to program the pump to minimum flow rate. The patient had slightly increased symptoms related to his spasticity. An explant was planned. The issue was not resolved. The patient status was alive ¿ no injury. Per the pump logs, a motor stall occurred on (B)(6) 2016 and the ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign manufacturer representative indicated device explant had not taken place. The hcp wa s going to contact the manufacturer representative if the device would be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.